Event description:
Patient reports right side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified an encapsulated device, labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reports right side capsular contracture, baker grade unknown. The device remains implanted.